Event description:
An optometrist reported a female pt experienced a corneal ulcer od while including complete multipurpose solution easy rub formula to care for her acuvue oasys contact lenses. In follow up with the pt, it was learned that her symptoms began sometime after thanksgiving 2008 when inadvertently used clear care to disinfect her lenses without propper neutralization. She feels that this event triggered her subsequent eye problems. She discontinued lens wear for a few days. When she resumed lens wear, her right eye would become red and irritated after wearing lenses for 2-3 days. She would discontinue lens wear for a few days and try again with the same results. She indicated that she changed her lenses every week or so but continued using the same bottle of solution and lense case. During this time, she thinks she may have used renu and optifree as well as complete multipurpose solution. Most recently, she has been using complete. In feb 09, she saw an eye doctor that told her that her 'cornea was inflamed' and told her to discontinue lens wear. Her symptoms returned when she resumed lens wear. In 2009, she had a regular check up with her gp and talked to him about her eye problem. He said it was 'allergies' and prescribed optivar which she used for 3 days with no resolution. This sequence of events continued until her symptoms intensified and she sought medical treatment on 4/27/09, where she was diagnosed with a corneal ulcer in the right eye and 'blood cells forming' in the left. She was prescribed vigamox and iquix q1h and genetech ointment bid. She was referred to a corneal specialist but medications were not changed. At the time of the report, medications had been tapered to q4h. A culture was not performed on the eye or her lens case. She has worn this brand of lenses for a few years and has not had any previous problems using complete or any other brand of mps. Before the thanksgiving day incident, she did not use artificial tears. Since then she has used a lubricating gel. Her lens care regimen does not include a rub/rinse step. She rinses the case daily with hot water and then caps it up; she uses fresh soaking solution daily. Her lens case is at least 6 months old. She showers and swims in her lenses. She noted that her boyfriend is currently using the same bottle of complete and is not having any problems with his eyes.

Manufacturer narrative:
Evaluation: a review of the manufacturing records for the reported lot was performed; no deviations were noted and product met all specifications. Chemistry eval results of retained unit from the reported lot were within specifications. Microbiology evaluation of retained unit from the reported lot showed the solution to be sterile. The coot cause has not been established. See also mdrs 2020664-2009-00025, 2020664-2009-0030, 2020664-2009-00034, 2020664-2009-00035 from the same reporter.